Event description:
It was reported that pump experienced unstable charging connection, as charging only began when cable was held in place or pump was positioned carefully, and issue persisted even when a different wall adapter and confirmed working outlet were used. There was no reported impact to the customer¿s blood glucose level. Customer continued using original charging supplies while technical support arranged shipment of replacement cable and wall adapter.